Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000503, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6000503". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6000503 was manufactured according to the work instruction (wi) version 75 and manufactured in the multivac 12 on 12-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 3c05630 was assembled according to the (wi) version 26 and manufactured on 11-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 3c05631 was assembled according to the (wi) version 26 and manufactured on 11-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 3c07016 was assembled according to the (wi) version 26 and manufactured on 11-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6000503 have already been previously tested in the complaint (B)(4) on 20/sep/2023. A second test report was added with new information requested according to the new process. Investigation process of the complaint was carried out in accordance with: visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow and leak according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test, for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got treatment from paramedic on (B)(6) 2023 for low blood glucose event. The blood glucose levels was 26 mg/dl at the time of event. No further information available.